Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller states that a patient reportedly received the following results on a performa meter, compared to a lab result, within 10 minutes: 6.7 mmol/l (meter) and 2.04 mmol/l (lab). The lot number was not provided. No adverse event reported. Return of the suspect device was requested for evaluation.